Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, g2, h6.

Event description:
Patient reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 the event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported "the fluid was thicker than a seroma" and "capsular fibrosis with focal necrosis and pronounced inflammation"

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ necrosis: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported right side rupture. Later healthcare professional reported "right implant was not defective, but a grade iii capsular contracture could be confirmed". Healthcare professional also reported "capsular contracture baker grade iii and capsule condensed, turbid secretion at the implant". Later healthcare professional reported "the fluid was thicker than a seroma" and "capsular fibrosis with focal necrosis and pronounced inflammation". The device has been explanted.

Manufacturer narrative:
Clarification to b5: healthcare professional confirmed the event of rupture to not have occurred. The event of rupture is being un-reported. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Additional, changed, and/or corrected data: a2; a4; b1; b3; b5; b6; d4; d6a; h6.

Event description:
Healthcare professional later confirmed that the right side device was found to be intact, and capsular contracture, baker grade iii.